Event description:
Literature reference: amirnovin et al. "Experience with microelectrode guided subthalamic nucleus deep brain stimulation" operative neurosurgery supplement; 2006, 58 (1), p 96- 102. This study details the technique and experience in performing microelectrode recording (mer) guided subthalamic nucleus (stn) in the treatment of parkinson disease in forty pts, 30 bilateral and 10 unilateral. The average follow-up was 1.5 years. Four pts experienced a transient state of confusion that resolved with a short stay at a rehabilitation center.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.